Event description:
The pulsar-18 stent system was chosen for the treatment. The stent was advanced to the lesion but after release of 15mm, the stent could not be released any further even with the secondary release mechanism. The device was removed and another stent was used to finish the procedure.

Manufacturer narrative:
30-dec-2024 additional information: it was intended to treat a moderately calcified lesion (86 percent stenosis degree) in a moderately tortuous segment of the medial sfa. The lesion was pre-dilated. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been partially released. The stent is stuck between the outer shaft and the distal radiopaque marker. The distal end of the outer shaft has flared and is located about 0.5 mm proximal to the distal radiopaque marker. The stent has been released by 28 mm and is severely deformed at its distal end. The length of the stent still crimped underneath the retractable shaft is about 132 mm. The distal stent stopper is severely deformed, indicating application of a high force which was most probably induced during device withdrawal. The outer shaft has fractured. The fracture sites are plastically deformed which is indicative for an overload fracture. Moreover, the proximal portion of the inner shaft is compressed. During the investigation, the handle was re-assembled which revealed that all parts are present. A manual stent release was attempted but unsuccessful. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.